Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and sensitivity testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Sensitivity testing met all specifications. A malfunction was identified as the device failed to meet performance specifications or otherwise perform as intended at the customer site. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. Note: this event is being filed on an international product ln 08d06-29, which has a similar product in the us ln 8d06-31 and 8d06-41.

Event description:
The customer observed a (B)(6) result for one (B)(6) female patient on the architect i2000sr analyzer. She was positive for 3 years and now negative. The following previous data was provided: 3.5 s/co. Rpr was also negative. There was no impact to patient management reported.